Event description:
It was reported that the 8840 programmer was showing an error. The hcp (healthcare provider) was having difficulty updating the pump and then received the error code on the 8840. The telemetry did not complete and the pump was stopped for 10 minutes. The hcp powered the 8840 off and then back on again. He was then able to re-interrogate the pump. He updated all of the dosing data and completed a successful update of the pump. The pump was delivering baclofen. Additional information has been requested, but it was not available as of the date of this report.

Event description:
It was later reported that the healthcare provider was programming a 24% dose increase. The pump was in stopped mode for 7 minutes. It was later reported that the connection between the programmer extension and pump was interrupted >10x. There were no patient symptoms and no patient injury. The same thing happened on (B)(6) 2013. The device system was used to deliver lioresal.

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer, physician product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).